Event description:
The patient reported the dentist advised to discontinue wearing aligners due to stage ii grade b periodontal disease and new crown recommendation to #13 and #30 additional dental work performed (extraction and restorations) and morphology of the teeth will change treatment. Therefore, it is recommended to suspend aligner treatment until periodontal disease and caries can be properly controlled. Patient initials: (B)(6).

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.